Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It is reported that the patient underwent an initial surgery during which the surgeon cut both ends of the plates and fixed with two screws. Subsequently, the plates and unknown quantity of screws were removed due to poor fixation.

Manufacturer narrative:
Complaint (B)(4). D10 ¿ medical products: item #76-2408, lot #j7660149; ribfix blu scr s/d-lk 2.4x8mm; qty (B)(4). Item #76-2408; lot #j7690448; ribfix blu scr s/d-lk 2.4x8mm; qty (B)(4). Item #76-2412, lot #040670; ribfix blu scr s/d-lk 2.4x12mm; qty (B)(4). Item #76-2412, lot #933640 ribfix blu scr s/d-lk 2.4x12mm; qty (B)(4). Item # 76-2601, lot #j7720232; ribfix blu 8 hole straight plt; qty (B)(4). G3: foreign source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.